Event description:
The customer alleged that he performed control tests and received a result of 243 mg/dl. A normal control range was not provided, but should be around 100-138 mg/dl. No adverse events were alleged. The customer disconnected the call while customer service was attempting to obtain product information. Attempts were made to contact the customer for more information, but they were not successful. No product will be returned for eval.

Manufacturer narrative:
The customer did not provide a meter serial number before ending the call, so it is not possible to determine the manufacture date.